Event description:
It was reported that during device preparation/insertion the voyager balloon catheter could not be advanced on the guide wire. There was no reported patient effect. No additional information was provided. Device analysis revealed a portion of a non-abbott guidewire stuck in the balloon tip.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
A patient reported blood glucose results of "105 mg/dl" and "158 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Also it was reported the meter displays error 1 message. These issues were not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.